Event description:
A site reported to rxsight that a patient with a history of past corneal surgeries, including rk and ak, was implanted with the light adjustable lens (lal, sn (B)(6)) on (B)(6) 2024. After implantation and prior to any light treatments on (B)(6) 2024, the patient's manifest refraction was +3.75 +1.50 x148 and best-corrected distance visual acuity was 20/20. The lal was explanted on (B)(6) 2025 due to the incorrect diopter power initially chosen and another manufacturer's iol of +30.0d power was implanted as a replacement.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).